Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device did not deliver therapy successfully and the patient needed external cardioversion to terminate the ventricular tachycardia (vt). It was also noted that the device did not store four shock episodes due to limited device storage. The device remains in use. No patient complications have been reported as a result of this event.